Event description:
During pci dissection occurred during pre-dilatation. The patient had one endeavor sprint rapid exchange (rx) drug-eluting stent (3.50 x 18mm) successfully deployed at left main in a t-stenting technique with non medtronic device deployed to proximal circumflex. Approximately 5 months 2 weeks post pci, patient expired.

Manufacturer narrative:
Results: inherent risk of the procedure (death). (B)(4).